Manufacturer narrative:
Device was used for treatment, not diagnosis. The serial/lot number and date of manufacture were both unknown; therefore, (B)(4). The manufacturing location was unknown. (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor of the compact air drive device seized, jammed, and was moving heavily. It was noted that the motor and other parts were found to be faulty. It was further determined that the device failed pretest for check starting behavior, check triggers for forward / reverse mode, check function of soft mode switch (safety system), and check status of development. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. It was documented in the previous medwatch report that the serial number was unknown and has been updated as (B)(4). The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. It was documented in the previous medwatch report that the date of manufacture (dom) was unknown. The dom (aug 19, 2004) has been updated to reflect the date the device was manufactured. If additional information should become available, a supplemental medwatch report will be submitted accordingly.